Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with counterfeit top case, bottom case gasket damaged, and cracked right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. Investigation could not duplicate the customer reported problem time base bgnd test. According to the investigation, the reported problem was caused by the counterfeit blue low profile supercap installed on the pump main board due to customer damaged. Investigation replaced the main board, counterfeit top case, cracked bottom case, right plunger case and power supply insulator. Performed power up process, pm and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited time base background alerts. No reported adverse effects